Manufacturer narrative:
Section g1: correction.

Manufacturer narrative:
Section f9: approximate age of device (calculated by taking the difference between the date the device was manufactured and the date of the event) - 1 year & 12 days. Section h4: additional information. Manufacturer's investigation conclusion: the reported event was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console. Per the log file, on (B)(6), 2018 the console was supporting a system at a speed of ~4100rpm and a flow of ~4.6lpm. At approximately 7:01am on (B)(6)2018 the log file captured an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault. Soon after, pump speed dropped down to ~3200rpm, the flow reading became blank, and the console alarmed with a set pump speed not reached:m5 alarm. Approximately 8 minutes later the log file captured an active flow signal interrupted:f2 alert. Multiple attempts to change the set speed were unsuccessful. The flow remained blank until the console was powered down at approximately 7:20am. The returned centrimag 2nd gen primary console was evaluated and tested by the service depot under work order (B)(4). The reported complaint could not be duplicated nor verified during their evaluation. The console was operated for an extended period of time, including overnight, with its related motor and flow probe. No signs of noise coming out of any of the units were observed and both the console and motor operated at normal temperatures. No alarms or any issues were reproduced at any point. During testing it was noted that the console's battery was due for routine battery maintenance, which was then performed successfully. A full functional checkout was performed per the centrimag 2nd gen primary console service process and the unit passed all tests. The returned console was found to function as intended. As a result, the root cause of the reported event could not be correlated to a console related issue. The serviced and tested unit was returned to the customer site. Although the root cause of the reported event could not be conclusively determined, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate and address the issue. This investigation determined the root cause of the issue to be related to the motors used at the time of such events. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the doctor heard a gravel like noise coming from the centrimag pump. Upon inspection of the pump and motor, the doctor found the motor to be hot to the touch. An emergency motor and console change was performed and the patient remained stable. No additional information was reported.